Event description:
On (B)(6)/2023, it was reported by a sales representative via email that an ar-1318ft corkscrew ft anchor was not attached to the inserter. The surgeon attempted to load the anchor back on, but it began to strip. Another ar-1318ft corkscrew ft was opened from the same lot number and did not have the anchor attached to the inserter either. The surgeon tried reattaching it, but the sutures pulled out of the anchor. The case was completed with a combination of sutures and products from another manufacturer. This was discovered during a joint capsule repair procedure on (B)(6)2023.

Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation. If the device becomes available for evaluation, a follow-up report will be submitted.

Manufacturer narrative:
Additional information: d9, g3, h6. The complaint allegation is confirmed based on the customer provided picture, which shows the detached frayed suture as well as the detached anchor separated from the inserter. Indicating that the frayed suture pulled out of the anchor. The most likely cause for the reported failure can be attributed error user due to improper bone prep; misaligned insertion and/or prying/leveraging the device during insertion. No picture was provided for the second device.